Event description:
During review of the programming history available to the manufacturer, it was found that a faulted diagnostic test had previously occurred that resulted in an unintended change in settings. The physician performed a final interrogation and partially changed the settings to their intended values however not all settings were corrected. The next interrogation available in the programming history on (B)(6) 2005 shows the settings had been previously corrected. It is unknown when the settings were completely corrected. No adverse events have been reported as a result of the unintended change in settings.

Manufacturer narrative:
Analysis of programming history.